Event description:
(B)(4) is the initial importer of the device which is a hurrycane branded cane. End-user reported that the handle of the cane broke off as he was descending the stairs. He broke his wrist and bruised his neck.